Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/reporter contacted lifescan alleging that a one touch ultra meter had a cloudy display. It is not known how long the meter's display was cloudy. Due to the cloudiness of the meter's display, the reporter claimed she was not sure of what actual readings the patient was getting. The day earlier, at around 11:30pm, the reporter obtained a reading that she interpreted through the meter's display as being" 371 mg/dl". At that time, the patient "felt lousy and sick." Based on the meter reading, the patient took an unspecified dose and type of insulin. Around 3:30am the next morning, the patient had symptoms of being sweaty, cold, and "out of it." The reporter tested the patient's blood glucose again and got a result that she interpreted as being "32 mg/dl". The patient was treated with "sugar". An unknown time later, the patient retested her blood glucose again and got "89 mg/dl". The reporter felt as though her daughter took too much insulin based on the misinterpreted meter reading of "371 mg/dl". As a result, the reporter alleged that her daughter suffered the hypoglycemic event. It would have been helpful to know the following information: the duration of the display issue, what type/dose of insulin was taken on the day of the event, when the symptoms developed, and if the sugar treatment relieved the symptoms. In addition, it would have been helpful to know the patient's testing frequency, normal/expected blood glucose readings, and her medication regimen. It is not known if the patient or reporter were cleaning the meter improperly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter alleged that the meter had a cloudy display and that the patient developed symptoms suggestive of hypoglycemia after misinterpreting a meter reading and taking too much insulin.